Event description:
It was reported by the affiliate that the tim20 and tir20 devices were used for a prostatectomy procedure. It was reported that the clips would not feed even after the second reload. The case was completed with another instrument and there was no consequence to the pt.